Event description:
A physician has had three occurrences of inflammation reaction associated with model u940a uv-absorbing hydrophillic, postetior chamber intraocular lens. To date co has not received the particular details relating to this specific control number.